Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the control wire was separated from the clip assembly. The clip assembly was still locked onto the bushing and could not be deployed or opened and closed. The prongs were locked into the capsule. A kink was noted in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a post polypectomy bleed performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was unable to grasp or lock onto tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clips failed to release from the catheter; therefore, this is now an MDR reportable event.